Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels of 474 mg/dl. Customer treated with manual injection. The customer stated that they believe that their insulin pump was not delivering insulin. Troubleshooting occured. No additional information was provided.